Event description:
It was reported that high capture threshold was observed on the left ventricular lead, the issue was being monitored for an extended period of time. It was noted that the patient had experienced diaphragmatic stimulation. On (B)(6) 2017 an attempt to extract the lead was performed; however, since the lead could not be completely removed, the lead was capped. The patient¿s condition was stable.